Event description:
After the patient was injected for the study, the table malfunctioned and the study was aborted. It was a mechanical fault with the cable drive assembly. A representative from ge came in, but they could not duplicate the problem. Ge reinstalled the older drive assembly and ordered a new one, which was installed by our engineering department.